Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
The following was completed by the maquet failure analysis and testing dept. (Fat): failure analysis received from the supplier for pn 0104-00-0031. Unit tested on aiken endline tester, external leakage above acceptable limit. External leakage repeated on two additional tests, k6 passed specific test unit tested in florham park lab, external leakage observed on k6 mounting screws on k6 tightened and sealing surface cleaned, k6 external leakage k6 and k12 tested as single valves in florham lab, no problem found. K6 and k12 tested on complete valve, no problem found. Conclusion: k6 leakage was not repeatable, leakage source could not be identified retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Ar.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10,h11. Corrected field: h6(medical device ¿ problem code). Customer contact information: person name:(B)(6) e-mail address: (B)(6) phone number(B)(6) occupation: biomedical engineering a getinge field service engineer (fse) observed vacuum leak difference pressure = 32mmhg (acceptable ± 25mmhg) and pressure leak difference pressure = -57mmhg (acceptable ± 55mmhg). Fse replaced drive manifold assembly, as part of routine maintenance fse also replaced tidal volume disk, screw kit, nylon p-clip 5/16 cable tie, and screw kit pneumatic assembly. The fse then completed the pm with full calibration, functional testing and electrical safety checks to factory specifications. Unit was then returned to the customer and cleared for customer used. The suspected faulty drive manifold was sent to getinge's failure analysis and testing department (fat) for evaluation. A technician inspected the drive manifold and no visual damage was observed. The fat then installed the drive manifold into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The failure analysis and testing department could not verify the failure of drive manifold failed. Test results of vacuum leak diff. Pres. 18mmhg, the factory specification is +-25mmhg. Test results of pressure leak diff. Pres. -32mmhg, the factory specification is +-55mmhg. The drive manifold is being retained in the fat department per procedure.

Event description:
N/a